Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report from therapeutic goods administration (tga) that medtronic has advised they will not be restocking the pipeline vantage stent to investigate occurrences of narrowing at the end of stent. There has been no product recall, or correspondence to stop using the product. The hospital group are taking a cautious stance to stop using the product. No patient symptoms or further complications were reported as a result of this event.